Manufacturer narrative:
An outside the united states (ous) customer contacted a siemens customer care center (ccc) and reported that erroneous calcium_2 (ca_2), glucose hexokinase_3 (gluh_3), total bilirubin_2 (tbil_2), and albumin (alb) results were obtained on a patient sample on an atellica ch 930 analyzer. The quality control (qc) and calibration were acceptable at the time the sample was run. Siemens remotely reviewed instrument files and observed that there were no auto check test failures. The photometer data demonstrated no issue with the lamp and delineated that the bath was clean. Siemens reviewed the instrument data and observed that all erroneous results for the sample in question were processed using dilution cuvette #16, and all repeat results for the sample in question were processed using a new dilution cuvette #71. Further, siemens observed a process error log that showed a "sample clog detected" error for the dilution arm when the sample was initially processed, suggesting an issue related to the 1:5 predilution for cuvette #16. Siemens concluded that the potential cause of the event was due to sample-specific issues, such as sample handling or sample integrity. The "sample clog detected" errors observed in the process error log further support a sample-specific issue that impacted the pre-dilution (cuvette #16) used for the initial testing. The presence of cellular debris, gel globules, or other sample artifacts can impact sampling accuracy and result in intermittent result recovery issues. The issue was resolved by repeating the sample in question using a different pre-dilution (cuvette #71). The issue was isolated to a single patient sample. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Falsely elevated calcium_2 (ca_2) and albumin (alb) results were obtained on a patient sample on an atellica ch 930 analyzer. Additionally, erroneous falsely depressed glucose hexokinase_3 (gluh_3) and total bilirubin_2 (tbil_2) results were obtained on the same sample on the same instrument. The initial results were not reported to the physician(s). The sample was repeated on the original analyzer and an alternate atellica ch 930 analyzer. The repeat results were considered correct, and the repeat results obtained on the original instrument were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the erroneous results.